Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and returned product. The penetration is assumably due to a difficult approach and unfortunately the filter has been advanced completely through the penetration exposing the secondary legs. The femoral introducer with loaded filter has been returned. There is extensive penetration approximately 17 cm measured from the tip of the blue sheath. The filter has been extended completely through the point of penetration approximately 15 cm outside of the sheath. Five of the secondary legs are curled up around the clip bushing while two others are reasonably placed in their original positon and the last is kinked toward the middle of the filter. There is an extensive kink at the point of penetration and another kink 7,5 cm measured from the tip. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a customer had a celect platinum filter to come out of the side of the sheath during a routine filter placement on (B)(6) 2018. They had to pull everything out and abort procedure. The filter was somewhat mangled when removed from patient. They then placed another celect platinum with no problems." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data compared with medwatch report (B)(4): d1) cook celect d2) filter, intravascular, cardiovascular. D2b) unk d3) cook, inc bloomington, in d4) g34505 d10) yes f1) user facility f2) (B)(4) (B)(4). F7) initial f8) feb2018 f12) hospital f13) jul 2018 f14) cook, inc. 750 daniels way bloomington, in 47404 summary of investigational findings from 17may2018 are still valid as no new information was received. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).

Event description:
Description of event according to medwatch (B)(4): inferior vena cava (ivc) filter sheath placed in left femoral vein. Upon insertion of ivc filter deliver system under fluoroscopy, the device was seen to have gone through the sheath wall. Entire system removed un-deployed. New device successfully deployed. Faulty device saved, bagged, and the product representative notified. Left groin stable, no hematoma, patient to recovery in stable condition. Intended procedure: inferior vena cava (ivc) filter placement for bilateral deep vein thrombosis(dvt) with pulmonary embolism (pe) contraindication to anticoagulation. Patient outcome: stable condition.